Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered, resulting in a black screen and start-up failure. It is currently believed that this failure was what the customer interpreted as button failing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during a laparoscopic cholecystectomy procedure, the buttons on his olympus high flow insufflation unit began to fail. According to the initial reporter, the procedure was completed without any patient harm by using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the button failure was unable to be confirmed. However, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.